Event description:
Drive medical was notified of an incident involving a bath bench by the end user who reported the right rear leg collapsed while in use resulting in the end user falling backwards and hitting their head, neck and back. The end user sought medical attention at an urgent care and then to their physician who prescribed physical therapy. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.